Event description:
Device report 1 of 3. Reference MFR report: 1627487-2012-09942, and 09943. It was reported the pt's entire scd system was explanted due to experiencing ineffective stimulation therapy. The pt underwent surgical intervention for the explant procedure. No pt complications were reported.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.